Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported that there is an unknown repair or preventative maintenance. The timing and harm is unknown. Through follow-up, it was found that no further information provided by the customer but to expect that the device was not pulling the skin correctly. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the pre-test was not performed due to a damaged comb. The comb, carrier guide, shoulder bolts and caps, ratchet gear and sliding pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.